Event description:
It was reported, that "the flange developed a split on the material." There was no reported patient injury and/or change in therapy. The involved device has not been returned for evaluation as of the date of this report.